Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with loss of capture on atrial and ventricular leads via merlin.net transmission. Review of the episodes confirmed ra and rv loss of capture. Decrease in lead impedance and r-wave sensing were noted on rv lead. Ra lead exhibited p-wave decrease. Capture testing, lead positioning and programming changes along with diet/medication were suggested.